Manufacturer narrative:
Concomitant medical products: w1dr01, ipg, implant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an out of range unipolar atrial lead alert was noted on the right atrial (ra) lead. A device reset was also noted. The lead and implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.